Manufacturer narrative:
This lead was disguarded during the procedure and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to dislodgement. It was noted that the patient had twiddler syndrome. A new lead was successfully implanted. No adverse patient effects reported.